Event description:
It was reported that the customer went to the emergency room with a blood glucose of 250 mg/dl and ketones. The customer was treated with intravenous fluids of insulin and saline. The customer was released the same day with the issue resolved. A system check was completed and showed no issues with the pump. Recommendation was made to consult with a healthcare provider regarding diabetes management.